Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a total occluded, heavily calcified de novo lesion in the mid right coronary artery that was 90% stenosed. A 4.0 x 08 nc trek balloon dilatation catheter (bdc) failed to cross the lesion due to the anatomy. Although the bdc failed to cross to the target lesion, it was then inflated three times at 18 atmospheres where it was located and ruptured. The device was simply removed. A trek bdc and a drug-eluting stent were used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.